Event description:
It was reported that alarm 20 was declared by the pump during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was arranged by cts while the customer continues to use their current pump as a backup therapy. The correct shipping address was confirmed, and the customer acknowledged all instructions.